Manufacturer narrative:
A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to version 0.17.7, released in late december 2021, to detect and cancel the test instead of releasing false positive results.

Event description:
On (B)(6) 2022 a direct-to-consumer (dtc) customer reported to a cue health inc. Technical support representative a false positive test result followed by two negative cue covid-19 tests. On (B)(6) 2022, customer reported taking up a follow- up pcr test at stanford on (B)(6) 2022 and received a negative result.